Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) briefly shook and then went blank. The customer also reported that after reviewing full disclosure on the cns, they realized there were missing entries for the period that the screen was blank. No patient harm or injury was reported. Investigation summary: the hard disk drives (hdds) were verified to be working properly. The servers and networking connection were verified to be working properly. No additional details were provided. When the customer was contacted later, they reported the issue was resolved without providing details on how it was resolved. The service history for this serial number shows that the customer reported the same issue under ticket (B)(4). Under that ticket, the customer verified the screens, and the video cables were functioning correctly. The alleged defective device (sn: (B)(6) was sent to nka for evaluation on that ticket. The reported issue could not be duplicated. Although the root cause could not be determined, there was no indication that the device had malfunctioned. Rather, it points to environmental factors and/or the configuration at that location. Service history for this hospital shows no additional tickets regarding "flickering" screens.

Event description:
The customer reported that the screen on the central nurse's station (cns) briefly shook and then went blank. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen briefly shaked and then went blank. No harm or injury was reported. The customer also reported that after they reviewed the cns's full disclosure page, they realized that there were missing entries for the period while the screen was blank. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) screen briefly shook and then went blank. No harm or injury was reported.